Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced a shocking sensation after a fall. The pt fell on christmas and two days later, the shocking sensation was felt on the left side of the face. The pt has bilateral dbs implants; one on each side of the chest. Impedances were >2000 ohms at 8 ua on all contacts for the right system. The left system had normal impedances. Troubleshooting was being considered. Add'l info had been requested.